Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun that while performing a peripherally inserted central catheter (PICC) line placement, when registered nurse (rn) deployed safety device for the 21 gauge access needle, the green piece came right off. Healthcare provider kept uncovered used dirty needle away from other equipment pieces on tray so as not to have an accidental needle stick.